Manufacturer narrative:
This report is submitted on august 17, 2020.

Event description:
Per the surgeon, the patient experienced an infection resulting in the device being explanted on (B)(6) 2020. The infection was treated with oral antibiotics. It is unknown if there are plans to re-implant the patient with another device. The device analysis report is attached.